Manufacturer narrative:
Batch review performed on 22 october 2024: lot 1907844: (B)(4) items manufactured and released on 15-jan-2020. Expiration date: 2025-01-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: batch review performed on 22 october 2024: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 1901850: (B)(4) items manufactured and released on 22-may-2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 22 october 2024: gmk-sphere 02.12.0512fr tibial insert fixed sphere flex size 5/12 mm r (k121416) lot 1908816: (B)(4) items manufactured and released on 14-nov-2019. Expiration date: 2024-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery at about 1 year and 4 months post primary due to infection, the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.